Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the instrument broke during surgery. The patient did not retain any pieces and the surgery was not affected.

Manufacturer narrative:
Upon evaluation of the returned instrument it was found that the reported event did not occur and this event was assessed in error. Therefore, the initial report was filed in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.